Manufacturer narrative:
Additional concomitants; 500ml baxter bag din 00060208, lot number w8f05b0, exp sep 19, naci 0.9%; 100ml baxter bag din 00060208, lot number w8d26c1, exp apr 19, 0.9% sodium chloride and a 3.375 g vial piperacillin/tazobactam,

Event description:
The customer reported an occurrence in the past 6 weeks of the pump segment separating from the upper fitment during use on an ICU patient. The set was in the pump module for approximately half an hour. There was no report of patient harm.

Event description:
The customer reported an occurrence in the past 6 weeks of the pump segment separating from the upper fitment during use on an ICU patient. The set was in the pump module for approximately half an hour. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the pump segment separated from the upper fitment was confirmed. Visual inspection of the set showed a separation at the pump segment. The ring retainer was not received with the set and a ring retainer indentation was observed around the end of the silicone pump tubing where the separation occurred. Functional testing could not be performed due to the separation. Dimensional analysis of the tubing was within specification. The root cause of the separation could not be determined.